Event description:
It was reported that the patient was having pain due to the implantable pulse generator (ipg) pushing out of skin. The patient underwent an ipg replacement procedure wherein the pocket site was moved. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.